Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient was hospitalized for a day to perform a device integrity test under sedation. Clinical management of the patient is ongoing and the implanted device remains..